Event description:
Physician implanted 1 endeavor drug-eluting stent to a lesion in the lcx with severe stenosis, to a maximal pressure of 16 atm. A perforation was noted and treated with a stent delivery balloon being inflated at 8atm¿s 3 times for 10 minutes. The perforation site was sealed. It was reported that excessive pressure in the stent mounted balloon (16atm) was one of the reasons for the perforation.

Manufacturer narrative:
Results: inherent risk of procedure ¿ (perforation); patient¿s condition affected effectiveness of device (lesion morphology) ¿ severe stenosis. (No results available since no evaluation performed) - device or procedural images not provided for review ¿ device not returned for evaluation; (related to operational context) - excessive pressure in the stent mounted balloon (16atm) was one of the reasons for the perforation. Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ severe stenosis. Inherent risk of procedure ¿ (perforation); (related to operational context) - excessive pressure in the stent mounted balloon (16atm) was one of the reasons for the perforation. (B)(4). Optical coherence tomographic and angioscopic assessments of arterial healing in coronary artery perforation after implantation of zotarolimus-eluting stent international heart journal int heart j 2013; 54: 332- issue 54. Date of event = publication date (year only valid).